Manufacturer narrative:
Date of submission 11/07/2017 the device has been returned and evaluated by product analysis on 10/25/2017 with the following findings: a review of the pump's black box showed no evidence of communication alarms. During testing, the pump successfully completed the ez prime test with no call service alarms concurring. The original complaint of a call service alarm/communication issue could not be duplicated. Unrelated to the original complaint, the battery compartment was found to be cracked from the threads down to the case seal on the side. The returned battery cap was observed to have stripped threads and unable to secure to the pump. A test battery cap was able to properly secure to the pump. The pump cover was opened and no evidence moisture or damage was identified.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (communication) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.